Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported false positive results for flu b. Symptomatic and asymptomatic patients. The customer communicated that one of the results was confirmed by another rapid antigen assay.